Event description:
It was reported antibiotics were administered for an infection diagnosed on (B)(6) 2013. It was noted the patient did not have meningitis, but symptoms of infection were redness, drainage, and pain. It was stated the primary location of infection was the device pocket. It was further reported IV and oral antibiotics were used and infection resolved.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3 889-28 lot# va009bl, implanted: 2012 (B)(6), product type lead (B)(4).

Event description:
It was reported that the patient had been having problems with her interstim ever since she had it implanted ((B)(6) 2012). It was noted that the patient may have an infection at her ins pocket site. The patient had acute pain and had pain at the pocket site since implant. The patient was in the hospital for 7 days and was admitted on (B)(6) and released on (B)(6). The patient was on antibiotics for 7 days intravenously at the hospital and for an additional 14 days taking antibiotics orally twice daily. The patient was still in pain during this time. It was noted that the patient had been "up and down the road" with her hcp's (healthcare providers) and had various diagnostic procedures done including 2 cat scans and an ultrasound. The patient believed her hcp's compared her two cat scans and saw "bubbles" and there may also be some bacteria present. The patient had left home and was on her way to have surgery tomorrow ((B)(6) 2013). The hcps did not know what was causing the pain at her pocket site and after nearly a year of her complaining to them they were doing surgery to try and determine the cause of her pain. The patient was not currently having problems with her bowel incontinence. The patient accidentally left home without her patient programmer which she needed to turn her device off prior to surgery. The patient spoke with the nurse about 45 minutes prior who said they would get in touch with a manufacturer's representative. See manufacturer's report # 3004209178-2013-00299 for issues leading up this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).